Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4) approximate age of device - 1 month, 1 day. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced mechanically induced sustained ventricular tachycardia. An echocardiogram showed that the left ventricle was collapsed under with lvad support. The event was resolved with the reduction of speed from 5500 to 4700 rpm and amiodarone. No further information was available.